Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The international manufacturer's sales representative reported that when the v60 unit was powered on at a sales office, machine and proximal pressure sensors failed occurred. There was no patient involvement.

Manufacturer narrative:
The reported complaint of machine and proximal pressure sensors failed occurred was duplicated. Error log was checked and log entry of e1007 was confirmed. Data acquisition board (printed circuit board) to motor controller (mc) board cable was replaced.